Event description:
Dealer is stating the left backpost on this chair bent and snapped near the top.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.